Event description:
According to the reporter: occurred during a laparoscopic umbilical hernia procedure. The absorbable tacking device was being used for fixation of the mesh. Only two tacks were able to be fired from the device normally. After that the handle locked and no more tacks were able to be fired. The fired tacks were able to penetrate the tissue and hold correctly onto the tissue. In order to resolve the issue and complete the case, another device was used. There was no patient harm. The patient outcome is alive, no injury.

Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The visual inspection of the returned product noted the instrument was fully fired. The handle was actuated and cycled properly. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Analysis concluded there were no assembly component related failures. Should new information become available, the file will be re-opened and the investigation summary will be amended as appropriate. If information is provided in the future, a supplemental report will be issued.